Event description:
Baxter product surveillance received a report from a nurse that a 6201 flogard pump was overinfusing. The nurse works at a chemo treatment center where they were infusion chemo drugs into a patient. The rate wasset at 2195 ml for 1 hour and 40 minutes. When the nurse returned to check on the pump, the drugs had nearly all been administered after only 60 minutes. This was double checked by a second nurse at the time, the nurse tried to change the setting to slow the drip, but there was no drop in the drip rate. In 2006, the pump was checked by dripping saline, and no problems were noticed. The nurse said that they will not use the pump, and it will need to be serviced. The patient experienced no injury and no medical intervention was necessary due to the incident.